Event description:
The pt underwent a sling procedure in 2003. Approximately 5 weeks postoperative, the pt complained of vaginal discharge and discomfort. Examination revealed a to b6 to b6 1 cm area of exposed tape. The physician treated the infection, which he stated was not the result of the surgery or the device. The physician plans to remove the exposed portion of tape and repair the vaginal mucosa.